Event description:
It was reported that during an open lower anterior resection, the surgeon tried several times to close the device and it was difficult to close. Once the device was closed it cut, no staples deployed. Sutures were used to complete the procedure. There was no adverse consequence to the patient reported.

Manufacturer narrative:
(B) (4) (B) (4). Information anticipated, but unavailable at this time.